Event description:
It was reported that during the evaluation, the gastrointestinal device's charged couple device lens was dirty and the image had horizontal lines. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the reported issue. The most probable cause for the image issue was a component failure. However, a definitive root cause could not be determined for the dirty cover lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.